Event description:
It was reported that the insulin pump emptied three days of insulin, but luckily the infusion set came out and the customer did not receive the insulin. The mother stated that the blood glucose meter was not giving the correct readings. The mother stated that the customer went to visit her father in (B)(6) the past week, and the blood glucose meter was reading 112mg/dl, but the customer did not feel well. Hours later the mother checked for large ketones, and the customer was taken to the urgent care facility; her blood glucose was over 600mg/dl, then it dropped to 575mg/dl while staying in the intensive care unit. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.